Event description:
The laser system has the following problem: "in service mode, shows 2/3 watt output when we set energy at 100 watt. Setting screen display is very hazy, both filters are faulty."

Manufacturer narrative:
We are waiting for additional information from the dist.